Event description:
Dr. Implanted 5 artelons in 2005. He said he explanted 2 or 3 of them. From surgeon interview dr. Said "upon removal, implants were observed to be falling apart." Requests for pt info, lot number, implant and explant dates have been made and not given to us.

Manufacturer narrative:
No conclusion can be drawn. See scanned page